Manufacturer narrative:
A touch screen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed, and all electrical and touchscreen testing is in specification. No fault was found on the returned touchscreen.

Event description:
The customer called into technical support (ts) reporting that the device's touchscreen does not work even after calibration. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer could not duplicate the reported failure. The customer stated it was an intermittent error. The customer replaced the touchscreen as a precaution and verified functions. The unit was tested and returned to service.